Event description:
A malfunction alarm identified as "malf 12" occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction did not recur after the reset.